Event description:
A malfunction alert was reported with a displayed code and required technical support for a pump reset. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.